Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with an ablation procedure. After the pulse ablation, the pericardium was checked and no abnormalities were noted. A watchman access system (was) and a 31mm watchman flx laa closure and delivery system (wds) were selected for use for the laac procedure. The introducer sheath was positioned at the distal marker of the delivery sheath to overlap. The sheath was retracted to lock, and the closure device formed a flx ball. The whole system was advanced and the sheath was retracted. The closure device was partially deployed. There was an overlap of the closure device frame after deployment. Transesophageal echocardiography (tee) imaging was completed, and the traction test was performed. The device was not fully deployed during the first traction, so the position of the marker ring at the distal end of the closure device was changed. When the traction was performed again, the closure device was fully expanded. The closure device was deployed. There were no abnormal findings on the tee. More than an hour following the procedure pericardial effusion was noted. The effusion increased in size from 4-5mm to 1cm. The pericardial effusion was drained, and the patient was listed as stable following the procedure.